Event description:
The duett was deployed following a diagnostic procedure, via a 6 fr sheath in the left common femoral artery. Following the deployment proper occlusive pressure was not maintained at the site and the patient experienced oozing, swelling and a small hematoma developed. Treatemnt consisted of manual compression. The treatment was successful and no further complications were reported.